Event description:
It was reported that frost was observed on the needle shaft. Multiple needles were selected for use in this renal cryoablation procedure for renal cell carcinoma. During the procedure, frost formed on the needle shaft of one of the icerod cx 90 degree needle/vl. The staff used protective measures (warm saline) on the skin where the frost on the needle met the skin; however, the patient still experienced a skin burn. The patient was being monitored for frostbite, but there were no other actions taken as a result. The procedure was able to be completed successfully.

Manufacturer narrative:
The site provided photographic media of the complaint device displaying one out of five needles forming frost on the needle shaft during the procedure. The lot number was asked by the initial reporter; however, was unknown by the account/customer. A ship history for the reported upn was performed for the reporting customer. Three batches (29824006, 29777832, 29332543) had shipped to the reporting facility during the reporting period.